Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2003, the patient's device was interrogated and found to be at different settings than the patient left the office with on the previously recorded visit ((B)(6) 2003). No diagnostics or further programming events were observed after (B)(6) 2003 and prior to (B)(6) 2003. The patient's settings were corrected on (B)(6) 2003. It is unknown if and when a faulted or incompleted diagnostic test was performed between (B)(6) 2003, which may have changed the settings. No additional information is available.